Event description:
Caller reports pt tested 4.5 inr on the coaguchek s system and 2.5 inr on a comparison laboratory. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.